Event description:
It was reported that an electrical reset was noted on the device via remote transmission. The device was reset and the remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.